Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, frozen egv's was reported. Data was available for evaluation. Customer allegation was confirmed and a probable cause was determined to be transmitter timer not advancing. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Product was available for evaluation. A visual inspection was conducted and passed. A voltage test was conducted and passed. A functional test was conducted and passed. A pairing test was conducted and passed. A data investigation was conducted and failed. Customer allegation was confirmed and probable cause was determined to be transmitter timer no advancing. No additional event or patient information is available.